Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded out of range right ventricular (rv) intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) showed oversensing of atrial signals on the rv channel, which, resulted in reduction of biv pacing. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.